Event description:
It was reported that this patient experienced a syncopal episode. After analysis of the system it was noted that this right ventricular lead exhibited loss of capture and high pacing thresholds. It was decided to surgically abandon the lead. Another lead was implanted instead. No further adverse patient effects were reported.